Event description:
Procedure: roux-en-y. According to the reporter: suture prematurely detaching from the needle on two separate occasions. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).